Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by clinicians who described errors as the ¿channel goes red, brain goes red¿. Clinicians would send the whole set up to biomed for investigation when this happens. Bd team discussed pump error troubleshooting. This was reported to bd representatives during their site visit. There was no information on patient involvement.